Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported that a patient experienced a posterior capsule tear during a laser assisted cataract surgery. Additional information was received from the surgeon, who indicated the tear was under the primary incision and vitrectomy was performed. Additional information has been requested.